Event description:
It was reported that the patient experienced pain at the implant site and the device had migrated to the surface. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found no anomalies.